Manufacturer narrative:
The reported event of the set screw coming out of the header was confirmed. The device was not received with the right ventricular set screw. The set screw coming out of the header was determined to be due to procedure related use.

Manufacturer narrative:
Correction to d9 and h3.

Event description:
During a routine device replacement procedure, when attempting to connect the lead to the device, the set screw became detached from the device header and the lead was unable to be connected. A new device was used to resolve the event. The patient was stable.